Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon review of session records, intermittent ventricular undersensing was observed. During follow up with the clinic on (B)(6) 2013, st. Jude medical was informed that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.